Manufacturer narrative:
Attempts for the return of the device have been made. The customer indicated that the device would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained or the device is returned, a follow-up report will be submitted.

Event description:
It was reported that the device provided temperature readings 1.5-2 degrees celsius higher than reference device. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: corrected data: (model #) updated from "9695" to "25893". (Serial number) updated from "(B)(4)" to "(B)(4)". (UDI#) updated from a blank field to "(B)(4)".

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.